Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07310. It was reported during a procedure on (B)(6) 2019 ( reference MFR report: 1627487-2019-07306), a 3166 lead was damaged. The lead was scarred down and fragile. As such, the lead broke and came apart. In turn, a 3166 lead was explanted. It is unknown which 3166 was explanted, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07310.